Event description:
The patient posted on social media that he was hospitalized last week due to high blood glucose levels. The patient stated that he was using denatured insulin, and he didn't realize it until his blood glucose was high. The patient was taken off the insulin pump, and treated with manual injections. The patient stated that he was lost his job, and now cannot afford to pay for the insulin. The patient also stated that he has been pronounced "clinically dead" twice due to these issues, and feels that the health care professionals need to be more knowledgeable about the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.